Event description:
It was reported that the patient was experiencing a number of non-sustained ventricular tachycardia (vt) episodes causing noise on the right ventricular (rv) lead. During lead revision procedure, it was noted that there was a bit of blood inside the header of the implantable cardioverter defibrillator (ICD). The blood could not be removed by flushing the header. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5024m, implantable pacing lead, implanted: (B)(6) 1996; implantable pacing lead, implanted: (B)(6) 2013; implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.